Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that the patient had their vns system removed due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.